Event description:
It was noted during unrelated procedure via x ray that dislodgement was noted on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was discharged from the hospital after the procedure.